Manufacturer narrative:
(B)(4). Batch r58g1j. Additional information received: on which firing did this event occur (1st, 2nd, 12th, etc.)? First. On what vessel type was the device used, if not a vessel what tissue? Was it fired on a single vessel or bundle? Appendix. Was the vessel completely skeletonized/dissected free from surrounding tissues prior to firing? Yes. Was there any tissue or ancillary device between the cutline and the distal tip of the device? No. Was the tip of device visualized prior to firing? Yes. Were any other disposables used during the firing (clips, suture, etc.)? No. Did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? Removed through the intended trocar in the normal manner. If yes, did the jaws eventually open? No. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy the vascular stapler didn't work. A second like stapler was used to complete the procedure. There were no patient consequences reported.